Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a replace now battery alarm and power loss alarm. The customer¿s blood glucose level was 145 mg/dl. It was reported that they had power loss and the pump turned off and changed the battery. Customer did not receive a low battery alert prior to the replace battery now alarm. The customer was advised that unattended alarms will drain the battery. The customer stated that they had second replace now battery alarm without low battery alarm. The customer was advised the pump will need to be replaced. The customer was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operational currents within specifications and passed self test and displacement test. Unexpected battery power loss alarms due to connector resistance issue on the printed circuit board. No replace battery now alarms noted.